Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with their sensor. It was reported that the green light on the sensor does not flash. It was reported that the customer's blood glucose level at the time was 205.2mg/dl. Troubleshoot was reported to be conducted. It was reported that the cannula was noted to be tiny and it looks like it is short. It was reported that the sensor would be replaced.